Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was increasing current leakage with the programmer. This problem was identified during an electrical safety test. The power cord in the programmer was then replaced. The electrical safety test was performed with type I, bf standard and the current leakage passed this time and well within the safety limits. The previous test was performed was with the more strict type I, cf standard. The programmer is still in use. There was no patient involvement.